Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2013 and suture was used. During the procedure, the suture separated from the needle too easily. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The used needle was examined for visual inspection attribute defects and no attachment defects were observed. The hole of the needle was examined for suture remnant and remnant was found into the hole. Additionally, there are marks on the edge of the needle by use of the needle holder. According to the sample condition, it was suggests an improper handling of the needle/suture. This defect cannot be attributed to the manufacturing process.